Event description:
It was reported that the coil cap of a large volume infusor separated from the device. This device was connected to the patient and the flow rate was just about to be adjusted when the issue occurred. The device was filled with 300 ml of fluorouracil and normal saline (2000mg/300ml) for a cancer treatment. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on july 28, 2014 ¿ july 29, 2014. The device was discarded; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.